Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient's implantable neurostimulator (ins) was removed due to infection on (B)(6). No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
Patient weight updated.